Event description:
The complaint received stated that the monitor displayed error codes or would not follow the pressure increase/decrease of the inflation syringe. The account believes that stents were being deployed during these monitor errors. No patient injury or harm occurred as a result. A total of six (6) instances of this type of error occurred. One instance was associated with specific details and was reported under 1721504-2004-00001. The other five instances occurred at various unspecified times, some during preparation and some during the procedure. This report represents the second of the five additional unspecified events.